Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Precept biorobotics corporation became aware that during hemostasis, and post-aquablation procedure, getting visualization was challenging. Once visualization was achieved, it was noted that the bladder neck was undermined, and it was noted that the ureteral orifices were not visible. The treating surgeon administered indigo intravenously and it was determined that the ureteral orifices have been perforated; it was not possible to determine whether this occurred during the aquablation procedure or during hemostasis with a resectoscope. Bilateral stents were subsequently placed. The patient was reported to be in good condition. No malfunction of the aquabeam robotic system was reported.

Manufacturer narrative:
Root cause of reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
The aquabeam robotic system was not returned for investigation of this event and is currently in use at the user facility. The investigation consisted of a review of the information reported to procept, plus a review of the treatment log files, device history record (DHR),and labeling. The aquabeam robotic system's treatment logs file was reviewed, which confirmed no malfunctions during the aquablation procedure. The review of the treatment logs indicated that the system functioned as designed. A review of the device history record (DHR) ab2000-b rev b / serial number (B)(6) was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system met all design and manufacturing specifications when released for distribution. The aquabeam robotic system instructions for use (IFU), ifu0101-00, rev. E, was reviewed and states the following: 4.3. Warnings: procedure as with any surgical urologic procedure, potential perioperative risks of the aquablation procedure include: o bladder or prostate capsule perforation. The aquabeam robotic system was not returned for investigation of this event. The treating surgeon reported that it was not possible to determine whether this event occurred during the aquablation procedure or during hemostasis with a resectoscope. The aquabeam robotic system's IFU lists bladder perforation as a potential risk of the aquablation procedure. No malfunction of the aquabeam robotic system was reported. The root cause of the reported event was unable to be determined. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.